Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to customer's blood glucose. Technical support instructed the customer to gently clean the speaker holes on the pump and remove and reconnect the current cartridge to resume insulin delivery. After following these instructions, the customer was able to resume insulin, the alarm did not recur, and the pump returned to normal operation. Technical support provided additional tips for preventing future altitude alarms, which the customer acknowledged.